Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported that towards the end of a procedure, a system message displayed and the fluid/air exchange was not possible. The cassette was exchanged, but the error message persisted. The surgeon was able to infuse gas and the case was completed following a one hour delay. There was no harm to the pt.